Event description:
Note: this report pertains to one of two devices implanted during the same procedure. It was reported that a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-08055) and an advantage transvaginal mid-urethral sling system (MFR report #3005099803-2013-07920) were implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.